Event description:
It was reported that the customer contacted the technical support engineer (tse) and reported outside of a da vinci case error 7734. Caller stated they had the system running when using the or for non da vinci cases and error 7734 was presented on the screen. Error 7734 not identified in logs. Other errors, 311, 307, 31089 and others observed in logs. Tse suggested caller confirm the top right blue fiber cable at tower and other end of cable are fully seated where caller was not able to perform that currently but will later. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse swapped the common compute controller (ccc). The replacement ccc was found to be doa (dead on arrival), so the original ccc was reinstalled. After reinstalling the original ccc, the fse was able to access localhost and successfully program the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.